Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) exhibited premature battery depletion subsequent to two manual capacitor reformations. The device was not implanted and returned to guidant for analysis.